Event description:
It was reported the patient got shocked recently when she would go to turn and not think that she had the device in. It was noted this had happened within the past two weeks. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).